Event description:
Additional information was received from a patient on 2017-05-04. The patient reported that there was poor communication with recharging. The patient reported that her pain had increased since she turned it off and it had not been working to recharge. The patient reported that she didn't notice it as much at first and took tylenol, which would help a little, but now it had gotten to where it was difficult to lift an arm. The patient reported using a tens unit from a drug company at nighttime, which did a little. The patient reported being in a wheelchair. The patient reported not being able to recharge for at least 7 months. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the implantable neurostimulator (ins) was not working. It was unknown if there any external factors that may have contributed to the event. No troubleshooting or diagnostics had been performed, the patient has a follow up appointment in november for an ins check. The patient requested to have a rep at the appointment. No symptoms were reported. No surgical intervention occurred nor was planned. The indication for use included spinal pain and rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.